Event description:
It was reported that inner packaging unsealed occurred. Upon opening the box of a 2.50mm x 12mm emerge balloon catheter, it was noted that the inner packaging had not been sealed, leaving the balloon unsterile. The procedure was completed with another of the same device. No further patient complications were reported.